Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a twisted catheter is confirmed but the exact cause remains unknown. One radiographic image of a catheter within a patient was provided for evaluation. The image appears to show the catheter in the left arm. The catheter appears to have two kinked regions with the area between the kinks forming a curved ¿u¿ shape. The condition of the catheter could not be clearly inspected due to the lack of a physical sample. Based on the description of the reported event and image provided, possible contributing factors include placement location, securement method, and movement of the catheter within the patient leading to kinking. Since the radiographic image appears show two kinks in the tubing, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reeu0365 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the facility "received a chest x-ray that showed a PICC that was linked in the arm. They removed the PICC and intend to replace line." Additional info. Received 04/07/2021: what type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement placement date: (B)(6) 2021. Explant date: (B)(6) 2021. A detailed description of the event: PICC curled internally, PICC had to be replaced was there any patient harm reported? No.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility "received a chest x-ray that showed a PICC that was linked in the arm. They removed the PICC and intend to replace line." Additional info. Received (B)(6) 2021: what type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement placement date: (B)(6) 2021 explant date: (B)(6) 2021 a detailed description of the event: PICC curled internally, PICC had to be replaced was there any patient harm reported? No.